Event description:
It was reported that the laparoscope, gynecologic exhibited a defogging function error e104 on the monitor screen. The issue occurred during a therapeutic laparoscopic surgery, and was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1. Initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.